Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
S2279 evolve (B)(4). It was reported that patient experience unstable angina. In (B)(6) 2013, index procedure was performed. Target lesion #1 was located in the proximal left circumflex coronary artery which had 80% stenosis, reference vessel diameter of 3 mm and a length of 16 mm. Target lesion was treated with pre-dilatation and placement of 3.00mm x 20 mm synergy stent with 0% residual stenosis. The patient was discharged with medication. In (B)(6) 2018, 1780 days post index procedure, the patient was diagnosed with unstable angina. No action was taken to treat the event.